Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer reported of wearing insulin pump in the same pocket where her keys are kept. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced.